Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were not responding. No harm requiring medical intervention was reported. Customer also stated that the clock was also out of order frequently. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. The device was received with a intermittent button response. The anomaly was isolated to the keypad.